Event description:
Additional information was received that there was suspected lead damage, and the lead was capped and replaced to resolve the event.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead and device. No intervention has been performed, although a lead replacement is anticipated. The patient was stable and will continue to be monitored.